Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that the batteries in the pump needed to be replaced every couple of days within the last two weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2014 with the following results:a review of the black box showed multiple low battery warnings and replace battery alarms and evidence of partially discharged batteries being installed. The pump was able to power on normally, however; the pump was unable to be tested due to an unrelated keypad response issue. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.